Manufacturer narrative:
The reported event of could not untighten lv-setscrew to remove the lv- lead was confirmed. Analysis revealed that calcified blood was filling the inset of the setscrew. The calcified blood was preventing the wrench from engaging the setscrew inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. The calcified blood was removed from the setscrew inset in the lab. Then a wrench could be inserted to engage the setscrew to untighten it. The stuck lead could then be removed from the lv-connector. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.

Event description:
During a routine device exchange, the left ventricular (lv) lead was not able to be removed from the header of the device. The lv lead was cut and capped as an interim solution. The device was explanted and replaced. The patient was stable.